Event description:
This senior medical affairs specialist has classified the complaint based upon info the pt/layperson gave to a customer care advocate, cca, in 2008. The pt alleged that her onetouch ultra meter would not turn on that morning. Reportedly, the pt became sweaty and cold after the issue began, time not provided. Allegedly, the pt developed a symptom of "shaking" after the perceived issue began. The pt received no treatment. Because the pt had no test strips or a battery to troubleshoot, the cca replaced the meter and teststrips. Because the pt developed a symptom that can be associated with severe hypoglycemia after a perceived issue that could not be resolved due to lack of supplies, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.